Event description:
Pt's daughter reported ER treatment due to elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a cosmetic scratch on the display lens which was unrelated to the complaint. The insulin delivery was found to be operating within required specifications for delivery accuracy.